Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Additionally, it was reported that the wake button had stopped working. During troubleshooting with tandem technical support (cts), the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was not impacted. Reportedly, the customer did not have any form of back up therapy available. Cts advised for the customer to contact health care provider to obtain back up therapy; the customer acknowledged and declined additional follow up.